Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The investigation conducted a nonconformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Photos provided show an activated company pre-load device. Image 1) the plunger appears to be fully advanced outside the nozzle and is advanced under the intra ocular lens (iol). Part of the iol appears to be in the nozzle entry and part is advanced into mid nozzle. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implantation procedure, the plunger was defective. When the surgeon advanced the plunger, it moved off-axis and deviated to the left around the lens. Additional information has been requested but is not available at the time of this report.